Manufacturer narrative:
The returned video from the customer showed particles in a drip chamber of an unknown item of a non-ICU medical product. Without the return of the sample, it is unknown what the source of the particles is. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending. Section e initial reporter full phone number: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a chemoclave® bag spike with additive port dry spike. It was reported that when the device was connected to a set with physiological saline, some particles were released. The customer ruled out the possibility that the particles came from the set, as the issue occurred with sets from other brands and various lots. There was no report of any human harm.